Event description:
Per the clinic, the patient experienced skin breakdown, wound dehiscence at the incision site exposing the receiver/stimulator (date not reported). The device was explanted on (B)(6) 2022. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.